Event description:
Information was received based on a review of a journal article titled, "good sensitivity and specificity of ultrasound for detecting pseudotumors in 83 failed metal-on-metal hip replacements" which aimed to evaluate the sensitivity and specificity of ultrasound (us) for detecting pseudotumors in a cohort of patients with failed metal on metal hip replacements. A secondary aim was to determine how well the preoperative us classification of pseudotumors would match the perioperative surgical findings. This study consisted of eighty-six (86) hips in eighty-two (82) patients of which two (2) hips were magnum and three (3) were recap, manufactured by biomet. Seventy-eight (78) revisions were performed due to armd, two (2) for infection, one (1) for aseptic loosening of the acetabular component, and one (1) for malposition of the acetabular component, associated with pain and sensation of subluxation. Pseudotumors were found in forty-six (46) of eighty two (82) hips during the revision surgery. A trochanteric region pseudotumor was found in thirteen (13) hips and an iliopsoas region pseudotumor was found in twenty-three (23) hips. In ten (10) hips, a pseudotumor was found in both the iliopsoas and trochanteric regions. In conclusion, despite the discrepancy in type classification between ultrasound and revision findings, the presence of pseudotumors was predicted well with ultrasound.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; dates explanted - unknown. (B)(6). Doi: (B)(6) 2014. (B)(6). Manufacture date ¿ unknown. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added additional information, added patient and device codes, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses revision of hip replacement due to trochanteric region pseudotumor found in thirteen (13) hips. There has been no further information provided and the patient outcome is unknown.